Manufacturer narrative:
No device sample returned for manufacturer analysis and no valid lot number reported, no manufacturers investigation could be completed. Given the lack of available event and device details, no root cause was established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported to the manufacturer by the patient's eye care provider (ecp), with limited information provided. The ecp reported that the patient experienced ocular irritation following the use of contact lenses and subsequently sought medical attention. The patient was diagnosed and treated for unspecified corneal keratitis. Despite good faith efforts, no additional information was provided by the ecp regarding the specific nature, severity, treatment, or outcome of the reported keratitis event. This incident is being reported out of an abundance of caution due to the report of keratitis of unspecified etiology, severity, and clinical course, and the potential for serious injury or the need for medical intervention or medication associated with certain forms of corneal keratitis. Should additional information become available, the manufacturer will further assess the event, complete the investigation as appropriate, and submit a follow-up report.